Manufacturer narrative:
It was reported by the facility¿s clinical engineer that the watchcare system on the centrella bed was interfering with the huntleigh dopplex fs2 for obstetric use. The reported interference occurred during testing of watchcare and the huntleigh dopplex fs2 by the clinical engineering department. There was no patient involvement and no patient injury associated with this report. This complaint was generated from the same health system that filed the initial complaint of doppler interference ( (B)(4)). The watchcare incontinence management system (system) provides a discreet visual alert and optional equipment call alerts after moisture is detected on the watchcare smart pad. This system is designed to discreetly alert the caregiver of an incontinence event and in doing so, may prevent prolonged exposure to moisture against the skin. There was no known malfunction and hillrom¿s watchcare system has been qualified under rf emissions cispr11, class a compliance, however, watchcare incontinence management system requires care to ensure it operates correctly when it is used around other electronic devices. Portable and mobile radio frequency (rf) communications from other equipment can impact watchcare functioning. Guidelines for class a devices notify when used with class b devices, the equipment might not offer adequate protection to radio-frequency communication services. The user might need to take mitigation measures, such as relocating or re-orienting the equipment. Although there was no patient involvement or patient injury associated with the reported event, if disruption of fetal monitoring caused by electromagnetic interference recurred during patient use, clinical decision-making could be impacted. This may potentially lead to inappropriate medical intervention or expose the patient and/or fetus to unnecessary risk due to limitations in clinical assessment that could provide reassurance of the fetus well-being. Therefore, hillrom considers this complaint reportable. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the watchcare system on the centrella bed was interfering with the huntleigh dopplex fs2 for obstetric use. The reported interference occurred during testing of watchcare and the huntleigh dopplex fs2 by the clinical engineering department. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).